Manufacturer narrative:
The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. A ticket search for lot 23511lp58 did not identify an increase in complaint activity related to falsely elevated results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 23511lp58 and the complaint issue. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Testing was completed using retained samples of the complaint lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the alinity I insulin for lot 23511lp58 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier: multiple = sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a physician questioned falsely elevated alinity I insulin results on a female patient. The results provided were: (B)(6). No adverse impact to patient management was reported.